Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she was experiencing overstimulation, "shocking" sensation at the ipg pocket site. The patient stated she turned her stimulation off but still could feel as if the stimulation was on and overstimulating. The patient reported feeling the stimulation/shocking sensation from her groin to her feet even though the system was turned off. Follow-up identified the patient's physician explanted and replaced the patient's scs ipg. Additional follow-up identified the reported issue was resolved through the ipg replacement.